Manufacturer narrative:
Concomitant products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported the patient experienced lower extremity weakness with an onset date of (B)(6) 2014. The event was not serious and the severity was considered mild. It was further reported, ¿it felt as if he was losing function of his legs¿ and it was unknown if this was related to the empty pump reservoir; however, it was also noted it was not related to the pump. The patient¿s low reservoir alarm occurred on (B)(6) 2014 and the empty reservoir alarm occurred on (B)(6) 2014. The patient was last refilled on (B)(6) 2014, and was refilled again on (B)(6) 2015. The event was resolved without sequelae on (B)(6) 2015. The pump was being used to deliver dilaudid, bupivacaine, and clonidine. The cause of the empty reservoir alarm was not reported. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient missed their refill appointment on 2015 (B)(6) due to transportation issues.